Event description:
It was reported that the pump battery would not charge and a power source alert was received. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the customer left the wall adapter plugged into a working outlet for at least 30 minutes, allowing the pump to begin charging, and no further assistance was required.